Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report. Adverse event and/or product problem. Outcomes attributed to adverse event. If implanted, give date. Type of reportable event. Reason for non-evaluation/''other'' reason for non-evaluation.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery using ruby coils. During the procedure, upon attempting to deploy a ruby coil in the target vessel using a lantern delivery microcatheter (lantern), the physician realized that the coil used wasn¿t the correct size; therefore, the physician decided to remove it. However, upon retracting the ruby coil, it unintentionally detached and became lost in the patient's body. Due to the patient being distressed, the physician didn¿t have time to snare out the detached ruby coil and the patient was taken to surgery. The physician did not mention any particular resistance prior to the coil unintentional detachment. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not use continuous flush.